Event description:
Pt with known history of congestive heart failure, hypertension, chronic obstructive pulmonary disease. Aortic valve replacement. Began to experience congestive heart failure, significant weight change. Aortogram identified severely dilated aortic root with severe aortic regurgitation. Tee performed reported significant perivalvular leak. Prosthetic valve removed.